Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that the patient called boston scientific technical services (ts) because they were seeing a message indicating to contact their clinic. Ts reviewed latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Ts referred the patient to the clinic. Additional information indicates this insertable cardiac monitor (icm) was explanted from the patient due to the initially reported issue. A new icm device was implanted as replacement at the time. No adverse patient effects were reported. The explanted icm device has been returned.

Event description:
It was reported that the patient called boston scientific technical services (ts) because they were seeing a message indicating to contact their clinic. Ts reviewed latitude clarity and found this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Ts referred the patient to the clinic. Additional information indicates this insertable cardiac monitor (icm) was explanted from the patient due to the initially reported issue. A new icm device was implanted as replacement at the time. No adverse patient effects were reported. The explanted icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Neither visual examination nor x-ray examination of the icm device identified anomalies. A review of latitude data confirmed the icm device did not meet the projected longevity and identified low voltage faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any anomalies that would have cause or contributed to the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on returned device analysis and a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned. Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.